Event description:
It was reported that the patient had thoracic spine surgery not related to the drug infusion system on (B)(6) 2015 and had an acute change in mental status overnight. The patient was having episodes of ¿questionable seizure-like activity¿ beginning on the morning of (B)(6) 2015. The patient was in the hospital with a change in therapy effect. The patient¿s pump infusion was recently changed at a different facility and the healthcare professional (hcp) was concerned about withdrawal or overdose. It was later reported the hcp felt that something happened to the catheter during the spinal hardware surgery and the patient was no longer receiving medicine. The hcp saw the catheter during the spinal procedure and it was partially pulled back during the procedure. The hcp attempted to reinsert/push the catheter back; nothing else was done during the hardware implant surgery. The hcp believed that the patient was experiencing withdrawal. The patient began showing symptoms of withdrawal on (B)(6) 2015. On (B)(6) 2015, the catheter was replaced. During the procedure, the catheter was found occluded and they were not able to aspirate csf (cerebral spinal fluid) through the catheter. The hcp replaced the spinal catheter and connected it to the existing pump segment. The existing catheter was not removed. Following the procedure, a catheter access port (cap) kit was used to access the side port of the pump and the catheter was successfully aspirated. The patient was currently in the ICU (intensive care unit) and the daily dose of the pump was decreased and the pump was updated. The new dose of baclofen intrathecal was 400 mcg/day; the drug concentrations were not changed. Additional information received, reported catheter segments were left in the intrathecal space. At the time of report, the patient was still in the ICU. The pump was used to infuse compounded baclofen (2500 mcg/ml; 1627.7 mcg/day), bupivacaine (20 mg/ml; 13.022 mg/day), and morphine (10 mg/ml; 6.511 mg/day).

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).